Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 37761, serial# unknown, product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the connector pin was broken/loose. The metal tip broke off the connector pin. The patient reported they tried using their mom's recharger to charge and was unable to do so. The patient reported they think they were getting a screen that indicated overdischarge. No symptoms and/or complications reported at this time.